Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5081130) on 21-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("frequent pelvic pain / the pain often felt like something was stabbing me/ shooting pain across"), genital haemorrhage ("heavy & irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. Concomitant products included alprazolam (xanax), azelastine, naproxen and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5081130) on 21-nov-2018. The most recent information was received on 06-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("frequent pelvic pain / the pain often felt like something was stabbing me/ shooting pain across"), genital haemorrhage ("heavy & irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. Concomitant products included alprazolam (xanax), azelastine, naproxen and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5081130) on 21-nov-2018. The most recent information was received on 22-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("frequent pelvic pain / the pain often felt like something was stabbing me/ shooting pain across"), genital haemorrhage ("heavy & irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. D14831) inserted. The patient's medical history included uterine bleeding. Microscopic description: six microscopic slides are examined and show cervix and endocervix with squamous metaplasia adenomyosis and leiomyomata are present in the anterior endomyometrial section. Concomitant products included alprazolam (xanax), azelastine, naproxen and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: fallopian tubes: metallic coils found within fallopian tubes at the uterine cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: reporter, patient demographics, medical history were added. Suspect drug lot number and expiration date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5081130) on 21-nov-2018. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("frequent pelvic pain / the pain often felt like something was stabbing me/ shooting pain across"), genital haemorrhage ("heavy & irregular bleeding / bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. D14831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Microscopic description: six microscopic slides are examined and show cervix and endocervix with squamous metaplasia adenomyosis and leiomyomata are present in the anterior endomyometrial section. Concomitant products included alprazolam (xanax), azelastine, naproxen and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), adenomyosis ("adenomyosis") and metaplasia ("squamous metaplasia") and was found to have leiomyoma ("benign leiomyoma"). The patient was treated with surgery (total robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, autoimmune disorder, dyspareunia, adenomyosis, leiomyoma and metaplasia outcome was unknown. The reporter considered adenomyosis, autoimmune disorder, dyspareunia, genital haemorrhage, leiomyoma, metaplasia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: fallopian tubes: metallic coils found within fallopian tubes at the uterine cornua. Discrepancy noted in essure removal date as (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5081130) on 21-nov-2018. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("frequent pelvic pain / the pain often felt like something was stabbing me/ shooting pain across"), genital haemorrhage ("heavy & irregular bleeding / bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. D14831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Microscopic description: six microscopic slides are examined and show cervix and endocervix with squamous metaplasia adenomyosis and leiomyomata are present in the anterior endomyometrial section. Concomitant products included alprazolam (xanax), azelastine, naproxen and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), adenomyosis ("adenomyosis") and metaplasia ("squamous metaplasia") and was found to have leiomyoma ("benign leiomyoma"). The patient was treated with surgery (total robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, autoimmune disorder, dyspareunia, adenomyosis, leiomyoma and metaplasia outcome was unknown. The reporter considered adenomyosis, autoimmune disorder, dyspareunia, genital haemorrhage, leiomyoma, metaplasia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: fallopian tubes: metallic coils found within fallopian tubes at the uterine cornua. Discrepancy noted in essure removal date as (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received: events: dyspareunia, autoimmune disorder, adenomyosis, leiomyoma, squamous metaplasia were added. Reporter was added. Reporter causality comment was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.